Event description:
A customer observed a false positive anti-hbs (ahbs) result for a pt sample tested on the vitros eciq analyzer. The result was reported and the pts physician questioned the result. Repeat testing determined the result was negative for ahbs. There was no allegation of harm and no treatment was altered as a result of the initial reported result. This report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
An ocd laboratory specialist went to the site and observed white powder (indicative of dried fluids) in the incubator which normally is removed through operator performed periodic maintenance. Dataloggers indicated that daily and weekly maintenance, as requested by the MFR, was not performed on the analyzer in question. The operator was informed of the need to perform periodic maintenance as specified by the ocd operator's manuals. The root cause of the event is instrument related due to insufficient periodic maintenance.